Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this medwatch report is in response to receipt of maude event report (B)(4).

Event description:
It was reported that a patient underwent an obturator sling procedure for stress urinary incontinence on (B)(6) 2009. The patient returned to the surgeon and it was determined that she had an extrusion of the mesh into her vagina. The mesh was surgically removed on (B)(6) 2011. Additional information has been requested.